Event description:
Customer reported issue with pump button not functioning. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.